Event description:
It was reported that an unspecified number of an unspecified bd catheter experienced broken/detached needles and were involved with the patient received surgical intervention as a result. The patient underwent medical scanning and surgery in an attempt to remove a broken portion of the needle embedded within the patient. The surgery failed to remove the broken piece, but at this point it does not appear to have caused and additional harm to the patient. The following information was provided by the initial reporter: yesterday there was an incident in our hospital with a venflon IV catheter. This device was applied to the patient during a visit to the emergency room two days before, after which the patient was admitted to our acute care unit. When the venflon was removed, the nurse observed that it was considerably shorter than expected. Ultrasound showed that a part of approx. 5-8mm had remained in the blood vessel. An attempt to remove this surgically was unfortunately unsuccessful; the part was not found. In the evening another ultrasound was performed and a CT scan was made. These images will be further examined. There was no acute patient damage other than the necessary surgical intervention and the radiation exposure from the CT scan. Since we have not been able to establish that the fragment has been removed from the patient, we cannot rule out consequential damage due to the presence of the corpus alienum. We inform the general practitioner about what happened, so that in case of any complications this will be known. Enquiries with our purchasing cooperative (zorgservicexl, delfgauw) show that no other similar incidents are known here. It is not possible to find out from which batch number the catheter in question comes. Packaging is removed after insertion and the device itself carries no identification mark. In view of the fact that no serious patient damage has occurred at the moment, we have no reason to report the incident to the authorities. However, we do hereby report the incident to you and trust that it will be dealt with in accordance with your complaints procedure.

Manufacturer narrative:
The following information has been updated/corrected: unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.5. Describe event or problem: it was reported that an unspecified number of an unspecified bd catheter experienced broken/detached needles and were involved with the patient received surgical intervention as a result. The patient underwent medical scanning and surgery in an attempt to remove a broken portion of the needle embedded within the patient. The surgery failed to remove the broken piece, but at this point it doesn't appear to have caused and additional harm to the patient. The following information was provided by the initial reporter: yesterday there was an incident in our hospital with a venflon IV catheter. This device was applied to the patient during a visit to the emergency room two days before, after which the patient was admitted to our acute care unit. When the venflon was removed, the nurse observed that it was considerably shorter than expected. Ultrasound showed that a part of approx. 5-8mm had remained in the blood vessel. An attempt to remove this surgically was unfortunately unsuccessful; the part was not found. In the evening another ultrasound was performed and a CT scan was made. These images will be further examined. There was no acute patient damage other than the necessary surgical intervention and the radiation exposure from the CT scan. Since we have not been able to establish that the fragment has been removed from the patient, we cannot rule out consequential damage due to the presence of the corpus alienum. We inform the general practitioner about what happened, so that in case of any complications this will be known. Enquiries with our purchasing cooperative (zorgservicexl, delfgauw) show that no other similar incidents are known here. It is not possible to find out from which batch number the catheter in question comes. Packaging is removed after insertion and the device itself carries no identification mark. In view of the fact that no serious patient damage has occurred at the moment, we have no reason to report the incident to the authorities. However, we do hereby report the incident to you and trust that it will be dealt with in accordance with your complaints procedure. D.1. Medical device brand name: unspecified bd catheter. D.3. Medical device manufacturer: becton dickinson. D.4. Medical device catalog #: unknown. G.1. Manufacturing location: becton dickinson.

Manufacturer narrative:
H.6. Investigation: no photo or sample was returned. Due to the unknown lot# and cat# a DHR could not be performed. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that an unspecified number of an unspecified bd catheter experienced broken/detached needles and were involved with the patient received surgical intervention as a result. The patient underwent medical scanning and surgery in an attempt to remove a broken portion of the needle embedded within the patient. The surgery failed to remove the broken piece, but at this point it doesn't appear to have caused and additional harm to the patient. The following information was provided by the initial reporter: yesterday there was an incident in our hospital with a venflon IV catheter. This device was applied to the patient during a visit to the emergency room two days before, after which the patient was admitted to our acute care unit. When the venflon was removed, the nurse observed that it was considerably shorter than expected. Ultrasound showed that a part of approx. 5-8mm had remained in the blood vessel. An attempt to remove this surgically was unfortunately unsuccessful; the part was not found. In the evening another ultrasound was performed and a CT scan was made. These images will be further examined. There was no acute patient damage other than the necessary surgical intervention and the radiation exposure from the CT scan. Since we have not been able to establish that the fragment has been removed from the patient, we cannot rule out consequential damage due to the presence of the corpus alienum. We inform the general practitioner about what happened, so that in case of any complications this will be known. Enquiries with our purchasing cooperative (zorgservicexl, delfgauw) show that no other similar incidents are known here. It is not possible to find out from which batch number the catheter in question comes. Packaging is removed after insertion and the device itself carries no identification mark. In view of the fact that no serious patient damage has occurred at the moment, we have no reason to report the incident to the authorities. However, we do hereby report the incident to you and trust that it will be dealt with in accordance with your complaints procedure.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of bd venflon¿ pro safety shielded IV catheters experienced broken/detached needles and were involved with the patient received surgical intervention as a result. The patient underwent medical scanning and surgery in an attempt to remove a broken portion of the needle embedded within the patient. The surgery failed to remove the broken piece, but at this point it doesn't appear to have caused and additional harm to the patient. The following information was provided by the initial reporter: yesterday there was an incident in our hospital with a venflon IV catheter. This device was applied to the patient during a visit to the emergency room two days before, after which the patient was admitted to our acute care unit. When the venflon was removed, the nurse observed that it was considerably shorter than expected. Ultrasound showed that a part of approx. 5-8mm had remained in the blood vessel. An attempt to remove this surgically was unfortunately unsuccessful; the part was not found. In the evening another ultrasound was performed and a CT scan was made. These images will be further examined. There was no acute patient damage other than the necessary surgical intervention and the radiation exposure from the CT scan. Since we have not been able to establish that the fragment has been removed from the patient, we cannot rule out consequential damage due to the presence of the corpus alienum. We inform the general practitioner about what happened, so that in case of any complications this will be known. Enquiries with our purchasing cooperative ((B)(4)) show that no other similar incidents are known here. It is not possible to find out from which batch number the catheter in question comes. Packaging is removed after insertion and the device itself carries no identification mark. In view of the fact that no serious patient damage has occurred at the moment, we have no reason to report the incident to the authorities. However, we do hereby report the incident to you and trust that it will be dealt with in accordance with your complaints procedure.